Event description:
Serious low blood glucose; the gsm, dexcom g6 is inaccurate and frequently is off by as much as 20 points, relying on this reading, it is very easy to over or underdose with insulin. On this night, I took more than required and suffered a low glucose event. Yet this machine is approved for use without calibrating in frequently against a blood sample glucometer--despite the fact that it requires at least 1 test and up to 4 to calibrate the machine, and ignoring the fact that this meter can read at least 20 points high or low, and the manufacturer recommends testing whenever the patient's experience doesn't match the meter. While this can be dealt with by frequent testing, the certification permits the medicare system to issue these meters under the assumption that test strips are not necessary, and therefore not covered by the insurance. Twenty points is enough to cause serious problems, and even ten point errors can cause problems. This meter is not reliable enough to assume that it can be used with no calibrations. FDA safety report ID# (B)(4).